Manufacturer narrative:
Correction in h4 (device manufacture date). During the yearly maintenance by zoll, the lcd backlight of the autopulse platform (sn (B)(6)) was found to be not functioning, and the lcd screen was difficult to read in a dark environment. The autopulse platform was received and investigated at zoll germany. The root cause for the lcd backlight issue was determined to be due to a defective processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2015 and is six years old, past the expected service life of five years. Upon visual inspection, zoll service personnel noticed that one of the battery spring guides was bent. The root cause was likely attributed to user mishandling. The battery spring wave was replaced to address the observed damage. The autopulse platform passed the initial functional testing without any fault or error. However, upon powering on, the backlight of the lcd flickered briefly and went dark afterward. The processor board was replaced to address the lcd backlight problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).

Event description:
During the yearly maintenance by zoll, the lcd backlight of the autopulse platform (sn (B)(4)) was found to be not functioning, and the lcd screen was difficult to read in a dark environment. No patient involvement.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.